Event description:
During a post stent dilatation procedure, the balloon catheter became caught. After approximately five minutes, the balloon catheter was removed. Upon removal it was noticed that the balloon was winged. No pt injuries or complications occurred.